Manufacturer narrative:
H3: the ins, model# 97715 serial# (b)6), was returned for product analysis. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a 1 full passive mode recharge. The returned device was recharged at body temperature and a 1 cm spacer. No recharge issues were observed, and no coupling issues were observed. Telemetry was successfully established with the returned ins. The returned ins passed all testing in the laboratory, and no anomalies were identified. Good stable output was observed using the electrode pairs the ins had when received. Good stable output was observed using all electrode pairs referencing one electrode with the returned ins. Analysis determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was no longer able to recharge their implanted neurostimulator (ins) due to migration of the ins which became buried very deeply. The healthcare provider (hcp) decided to reorganize a surgery to move the ins, to put it back a few centimeters under the skin to make recharging possible for the patient. During the surgical procedure the hcp attempted to recharge the ins when it came out of the incision. They held the ins and the charging belt for several minutes but was unable to recharge the ins. The code rm02 then appeared on the charger. So, they decided to get a new ins and not re-place the ins that they were unable to recharge. Resolution unknown. It was added that the stimulator was no longer rechargeable because it was too deep and perpendicular to the skin. Technical services provided troubleshooting steps for the rm02 error which included resetting the controller, and stated if that does not resolve the issue that a replacement recharger would be advised then. Additional information was received. It was confirmed that the two submitted events are two different events for two different patients. Further details on each case will be provided directly from implant center this wednesday (B)(6).

Manufacturer narrative:
G2: foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of unable to charge was the hcp did not wait long enough to get a recharge signal. Cause of ins migration was probably related to the patient¿s own morphology. The ins migrated over time into adipose tissues. The event resolved with ins replacement. Clarified that rm02 also resolved.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.